Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. The customer was admitted to the hospital (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was hospitalized for about a month, treated with insulin drip while in the hospital and then when released was placed on syringes. Customer insulin pump was shattered in the car accident. Customer was off the pump for 2 months and has been back on the pump since (B)(6) 2016.